Event description:
It was reported that a patient death occurred. On (B)(6) 2021 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There were no complications that were reported to have occurred. On (B)(6) 2021 the patient was discharged as planned in stable condition. On (B)(6) 2021 the patient was brought into the hospital with stroke like symptoms and extremity weakness. The patient was diagnosed with having an intracranial hemorrhage and ultimately passed away shortly after this.